Event description:
It was reported that "with the old system" they "actually did turn it off and back on for awhile" but then they'd had a physical accident where they were "out of commission" for awhile so they just left the therapy on after that kept "it going" and they "didn't know if that's why it seemed to run out earlier"/ drain a lot faster than they thought it would. Patient said when they were told they only had a few months left with the system, they were surprised

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.